Event description:
Difficult intubation (grade IV laryngoscopy). Decision for alternative means for intubation. Trach lite used without major difficulty. Breath sounds, co2 confirmed good ett placement. Pt coughed up tip of trach lite (plastic tip) on following day. Cxr negative, bronch negative for other particles. Trach lite wand was disposed of, as it is single pt use, before recognized tip was off.

Manufacturer narrative:
The mechanical testing reported being done in the initial report has been concluded. Based on the visual inspection, and the simulated cycling, the reported trachlight lightwand tip failure experienced in the field could not be reproduced in lab testing. The failure experienced appears to be an isolated incident that was exacerbated by not using lubricant as is indicated by the directions for use.